Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum tube had a red cell ring and fibrin film at the top of the tube. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer® serum tube had a red cell ring and fibrin film at the top of the tube. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fibrin with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although fibrin is a normal component of the clotting process, there are steps that can be taken to lessen its negative effects on sample quality in both serum and plasma. Handling errors and pre-analytical variables that lead to fibrin formation can be addressed to mitigate the effects and presence of fibrin. Centrifugation (in the case of serum) must be performed after complete clot formation. Appropriate centrifugation time and speed must be utilized according to instructions for use for an individual tube type. Over or under filling plasma tubes will result in an incorrect blood to additive ratio and may lead to fibrin formation. Also, proper mixing (number of complete and gentle inversions) for each tube type is essential for both serum and plasma samples. Storage conditions and temperature are also considerations. There are physiological circumstances that may lead to increased fibrin, including anticoagulant therapy or a clotting disorder may lead to incomplete clotting. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fibrin with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.